Manufacturer narrative:
The device was returned with no alleged deficiency. Reliability engineering evaluated the device and observed that the device did not function and adjustment knob was out of alignment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the quick coupling device did not engage the 4.0 test pin. During in-house engineering evaluation, it was observed that the device did not function. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.